Event description:
A male pt with bmi 25.76 kg/m2 was enrolled in the study in 2007 with 3-vessel disease. The pt's medical history includes hyperlipidemia. It was noted that the pt is a current smoker. The main indication for the intervention was an inferior acute myocardial infarction. The pt's baseline heart rate was 72/min and his blood pressure was 102/62 (mmhg). The lesion initially treated was in the distal right coronary artery. It was type c, native, de novo, totally occluded, smooth, readily accessible and concentric with thrombus. The lesion had a reference vessel diameter of 2.75mm and a lesion length of 22mm. Pre-procedure diameter stenosis was 100%. The lesion was pre-dilated with a 2.0 x 20mm balloon at 14atm. A 2.75 x 23mm cypher select stent was electively implanted at 14 atm with satisfactory results. Post-procedure diameter stenosis was 0%. Post-procedure, the patient's cardiac enzymes were elevated to greater than 5 times the upper normal levels. During the one-month follow-up phone call, to the patient, on a week later, the patient reported experiencing angina pectoris. The medication treatment of aspirin, clopidogrel, statins, ace inhibitors and beta-blockers was ongoing.

Manufacturer narrative:
Approx three months post index procedure, the patient had to have a coronary artery bypass graft. After multiple attempts, there is no add'l info available regarding this event. This will be reported as a coronary artery restenosis. During the six-month follow up phone call, to the patient, in 2008, the patient was asymptomatic. The medication treatment of aspirin, clopidogrel, statins, and beta-blockers was ongoing. This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.